Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2003 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 8 years 5 months post implant of perfix plug, patient was diagnosed with bacterial infection, hernia recurrence, trigger rejection, purulent discharge, adhesion and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, infection and adhesion as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d4 (product catalog no, corporate lot, UDI), d.6b, e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2003 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2003 - patient was diagnosed with incarcerated indirect right inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿the sac was found and opened. Large incarcerated indirect inguinal hernia with a lot of omentum in the scrotum was removed and reduced into the defect. The defect was at the internal abdominal ring. A medium sized perfix plug was placed into the defect and sutured and a patch is tailored to the correct size and sutured at the toe to the pubic tubercle fascia and on the upper side to the internal oblique fascia and one on the lower side to the inguinal ligament. The tails are brought around the internal abdominal ring and sutured to the internal oblique fascia.¿ (B)(6) 2003 - during follow-up visit, patient had swelling. (B)(6) 2004 - patient had drainage of purulent material from the wound. (B)(6) 2004 - patient had infected hernia repair and draining. (B)(6) 2004 - during follow-up visit, patient had drainage in hernia wound, which may due to chronic infection of mesh. (B)(6) 2004 - patient with follow-up of probable right groin repair had systemic signs of an ongoing infection and hydrocele. (B)(6) 2004 - during follow-up visit, the patient had pain. (B)(6) 2012 - patient was diagnosed with recurrent right inguinal hernia with infected mesh thereby underwent open repair with the excision of mesh. Per operative notes, ¿ the external oblique was identified and opened cephalad and caudad from the protruding mesh. The infected plug mesh was noted to be adhered to the spermatic cord structures. The cord distally near the pubic tubercle was dissected free. Adhered mesh from the cord structures was dissected out. The floor of the canal was appeared to be weakened without a well-defined defect or sac.¿ attorney alleges that the patient had adhesions, fistulae, infection, mesh migration, mesh shrinkage, nerve damage, pain, hernia recurrence and emotional injuries. It is also alleged the mesh protrusion, open draining wound.